Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the dexcom was not working and then the sensor fell off on (B)(6) 2019. The patient went to the emergency room (ER) on (B)(6) 2019 because they did not see the sensor wire when the sensor fell off and thought the sensor wire was left under the skin. The patient stated they saw their endocrinologist and had an x-ray done to help locate the wire and have it removed. The results of the x-ray were not provided, and it is unknown if the sensor wire was confirmed to be left in the skin. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.